Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cuff didn't inflate during use. Therefore, the tube was removed and replaced with a new one. No injury to the patient occurred.

Manufacturer narrative:
(B)(4). The reported complaint of "unable to inflate - cuff" was confirmed based upon the sample received. The sample was found to have its inflation line flattened near the distal end of the pilot balloon which prevented the cuff from being able to inflate. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at manufacturing by inflating the cuffs and allowing them to remain inflated for four hours prior to being deflated. Therefore, it is unlikely that the damage to the inflation line was present at the time of manufacturing. It could not be determined how or when this defect occurred. Teleflex will continue to monitor and trend on this defect.

Event description:
It was reported that the cuff didn't inflate during use. Therefore, the tube was removed and replaced with a new one. No injury to the patient occurred.